Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) exhibited loss of capture (loc). When doing a tug test, the pin and lead was separated. The lead was surgically abandoned. No additional adverse patient effects were reported.